Event description:
After priming the primary tubing with magnesium sulfate mixed in normal saline bag and putting it inside the IV pump, the tube disconnected. This happened with two different tubings in with the same lot number. Pt code: 4582. Device code: 1171. Ref report: mw5180784.